Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated regardless of how many times the inflatable penile prosthesis (ipp) pump was squeezed only a partial erection was achieved. The patient was able to activate the device but felt like the cylinders were not filling enough. During an appointment with the physician it was indicated that a "better and firmer" inflation was seen during implant. The physician felt there might be something wrong with the device too. Patient liaison provided troubleshooting techniques including reboot, burp and anti-stiction. The following two weeks the patient attempted the maneuvers daily but saw no change in the ipp performance. The patient tried to find a pattern or rationale as to why the pump was occasionally hard to no avail. The patient mentioned the physician had been made aware of the situation. A revision surgery was scheduled for (B)(6) 2021.

Manufacturer narrative:
B5, h2, h10 updated. Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated regardless of how many times the inflatable penile prosthesis (ipp) pump was squeezed only a partial erection was achieved. The patient was able to activate the device but felt like the cylinders were not filling enough. During an appointment with the physician it was indicated that a "better and firmer" inflation was seen during implant. The physician felt there might be something wrong with the device too. Patient liaison provided troubleshooting techniques including reboot, burp and anti-stiction. The following two weeks the patient attempted the maneuvers daily but saw no change in the ipp performance. The patient tried to find a pattern or rationale as to why the pump was occasionally hard to no avail. The patient mentioned the physician had been made aware of the situation.

Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated regardless of how many times the inflatable penile prosthesis (ipp) pump was squeezed only a partial erection was achieved. The patient was able to activate the device but felt like the cylinders were not filling enough. During an appointment with the physician it was indicated that a "better and firmer" inflation was seen during implant. The physician felt there might be something wrong with the device too. Patient liaison provided troubleshooting techniques including reboot, burp and anti-stiction. The patient would attempt the maneuvers and contact if further assistance was needed.